Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads, a missing end cap sticker and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received an alarm on the insulin pump during prime. Customer stated the device has been dropped over the years maybe a week ago for the last time. During troubleshoot; customer stated the drive support cap is protruded. Blood glucose is 102 mg/dl. Nothing further reported.